Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of a high drain error 103 event was confirmed through event history log review. The assignable cause was determined to be insufficient drain-inappropriate bypass of drain. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 103 alarm, which occurred during night drain three, was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 14:49:47. This information meets iipv criteria. No additional information is available.